Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: catheter tip desquamation.

Manufacturer narrative:
Investigation: bd received a 20 gauge insyte autoguard blood control unit from lot 8248635 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a clear white speck on the catheter tubing near the tip. Based off the visual inspection the engineer was unable to verify the reported defect of catheter tip damage but was able to verify the defect of foreign matter. The foreign matter was determined to have been a piece of porous plug shaving from the manufacturing facility.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: catheter tip desquamation.